Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a false downstream occlusion alarm during priming. There was unknown patient involvement, unknown patient injury was reported.

Manufacturer narrative:
H8 - usage of device: corrected to 'reuse'. One suspected pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted on the product. The event history log (ehl) was reviewed. The alarm was noted and confirmed in the ehl as stated by the complainant. The device passed all functional testing and performance verification testing. However, the complaint cannot be replicated as the device alarmed within the tolerance limit. The probable root cause was unable to be determined.